Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Cts guided the caller through several troubleshooting steps, including inspecting and cleaning components of the pump and attempting to load a new cartridge. Despite these efforts, the error persisted, leading cts to decide on replacing the pump as it was still under warranty. The customer opted to use multiple daily injections (mdi) as a backup therapy and was instructed on proper procedures for returning the faulty pump to tandem.